Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
T was reported on (B)(6) 2025 that the patient presented with grade 5 mixed tricuspid regurgitation (tr), thin leaflets, enlarged atrium and dilated left atrium.following deployment of the first triclip, the clip detached from one leaflet, while remaining attached to the other leaflet, a single leaf device attachment (slda).as planned prior to the slda, two additional clips were implanted without further issues noted. The tr was reduced to grade 2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, the reported incomplete coaptation/single leaflet device attachment (slda) appears to be related to challenging patient anatomy (thin leaflets, enlarged atrium and dilated left atrium). There is no indication of a product issue with respect to manufacture, design or labeling.